Manufacturer narrative:
The manufacturer previously reported information alleging a patient was using a trilogy evo device at home and brought the medical device to the hospital to use it due to deteriorating health condition. The hospital reported that ¿circuit disconnected¿ alarm frequently occurred when they attempted to use the device with a mask on the patient. It was difficult to synchronize the device with the patient, so o2 was added to evo and added with the cannula. At one point, the spo2 level dropped to the 20% range, therefore the patient was switched to a different device. The ventilator was returned to the manufacturer for evaluation and the "circuit disconnect" alarm was not duplicated by operational checking performed. The error log was reviewed and a circuit disconnect-related error code was found. The therapy data has verified that there was increase in the leak amount. Final test was performed and no abnormality was detected. Since no abnormality was confirmed in the device, it is possible that the leak amount increased due to an external factor such as twisting in the circuit or an issue with the mask fitting, leading up to occurrence of the "circuit disconnect" alarm.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a patient was using a trilogy evo device at home and brought the medical device to the hospital to use it due to deteriorating health condition. The hospital reported that ¿circuit disconnected¿ alarm frequently occurred when they attempted to use the device with a mask on the patient. It was difficult to synchronize the device with the patient, so o2 was added to evo and added with the cannula. At one point, the spo2 level dropped to the 20% range, therefore the patient was switched to a different device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.